Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron select catheter 5f (5f select). During the procedure, it was reported the 5f select became kinked upon pulling out from the patient. Therefore, the 5f select was not used for the remainder of the procedure. The procedure was completed using a new 5f select. There was no adverse effect to the patient.